Manufacturer narrative:
A model or manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Reference: mw5082146. Consumer reported tampon came apart leaving a piece inside. Consumer reported headaches, fever,vomiting, low blood pressure, exhaustion, and shortness of breath, brown discharge and odor. Consumer removed piece after one week. Consumer suspected tss and went to urgent care for medical attention.